Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that device was explanted and replaced due to a "not normal" charge time. The device was approaching, but had not triggered recommended replacement time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to pending litigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.